Event description:
According to the reporter, during the laparoscopic gastric bypass procedure, the handles feel "sticky" when toggling. Also, the suture reload fell out of the jaws and disengaged into the patient. The component was retrieved by the physician with graspers. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted: biological residue was observed in jaws. Witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device. Device was cleared of biological residue and was then loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions.device was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.